Event description:
Caller reports patient tested >8.0 inr on the coaguchek s system and 4.71 inr on a comparison lab. No treatment information provided. No adverse event reported. Request replacement of suspect system and replacement sent.